Event description:
It was reported that the right atrial (ra) and the right ventricular (rv) leads dislodged allegedly due to twiddler's syndrome. The physician elected to explant and replace the leads to resolve the event and the patient was stable with no additional consequences.